Event description:
It was reported that the right atrial lead exhibited noise which could be reproduced with isometrics. An insulation breach was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.